Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving baclofen [2000 mcg/ml] at an unknown dose and morphine [2 mg/ml] at an unknown dose via an implantable pump for intractable spasticity. Doses of 25 mcg/day for the baclofen and 0.5002 mg/day for the morphine were provided but the hcp was confused when they read this information off the telemetry strip so the total daily dose was not provided. It was reported on (B)(6) 2017 that the hcp required troubleshooting assistance regarding steps to decouple and recouple the personal therapy manager (ptm). The appropriate steps were reviewed but the hcp was not able to couple the ptm to the pump. The hcp tried different batteries and saw the poor communication screen. It was noted that the patient¿s pump was flipped and that was the reason why the hcp was having difficulties connecting the ptm to the pump. It was stated that the managing hcp was aware of it and was okay with it. The hcp was finally able to couple the ptm to the pump and the issue was resolved. The date of the event was asked but unknown. No symptoms or complications were reported/anticipated.